Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula on her stomach and went to a full 380 degree event and went to the emergency room (ER) and was hospitalized on (B)(6) 2025. The blood glucose level was 700 mg/dl at the time of event and the patient got treated with insulin drip.the duration of hospitalization was less than 24 hours. The patient was tested for ketones and the results were that ketones were showing in the urine. Patient experienced the symptoms of tiredness, weakness, extremity pain and cramps at the time of the event. No further information available.